Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable cardiac defibrillator was returned to the manufacturer with no information. Review of the manufacturer's database indicates the patient died six days after the device system was explanted and approximately ten months post initial implant. The cause of death has been requested but not received.